Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to cardiovert the patient and discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and we were unable to duplicate the reported malfunction. As part of the investigation, the customer was contacted for additional information, however was unable to give additional information to assist in the evaluation of the reported event. It's important to mention that the electrode pads were returned for evaluation. The device was put through extensive testing without duplicating the reported malfunction. The customer declined service; therefore the device was labeled not for clinical use and returned to the customer. No trend is associated with reports of this type.